Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer replaced and adjusted the sample probe. Wash station tubing was replaced. The internal wash pressure was checked. The analyzer was confirmed to be working again after the actions were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 6 mg/dl and it repeated as 132 mg/dl.